Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had an emergency backup battery (ebb) fault on (B)(6) 2024. The patient was instructed to exchange system controller until they could be seen in clinic. The system controller was exchanged successfully.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of emergency backup battery (ebb) fault, low voltage, and power cable disconnect alarms was confirmed via log file analysis. An event log file was submitted for evaluation and data from the reported event dates of 17aug2024 and 14sep2024 was reviewed. Starting on 17aug2024 at 12:06:51, backup battery fault alarms activated due to the battery not passing the load test. At the time of the alarm¿s activation, the difference between the unloaded voltage and loaded voltage was measured to be outside of the designed threshold. The alarms did not resolve before the driveline was disconnected at 12:53:44 and the system controller was shutdown at 12:54:39. The controller clock was reset to the default timestamp of 01jan2000 at 0:00:00, once the system was reconnected to alternating current (ac) power. The driveline was connected at 06:39:21 and the pump began operating at the intended speed. Between 09:50:13 ¿ 13:34:19, while connected to batteries, intermittent low power advisory and power cable disconnect alarms activated due to relative state of charge (rsoc) invalid, red, and yellow faults associated with the black power cable being outside the expected voltage range. The alarms were not associated with power source exchanges and quickly resolved each time. Pump operation was not affected. The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the low voltage and power cable disconnect alarms was unable to be conclusively determined through this analysis. The root cause of the backup battery fault alarms was determined to be the battery not passing the load test; however, the reason for the load test not passing could not be conclusively determined through this analysis. A corrective and preventative action has been initiated to investigate backup battery faults with an unknown root cause. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage, power cable disconnect, and backup battery fault alarms. Heartmate 3 instructions for use (rev. C) section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The heartmate 3 patient handbook (rev. D, section 2 ¿how your heart pump works¿) describes how to properly perform a daily controller self-test. This section also provides a checklist to ensure that the visual and audible indicators are operating as intended. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records was reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.